Event description:
A report was received that the patient was unable to charge the ipg. Physician was unsure if ipg was malfunctioned. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was unable to charge the ipg. Physician was unsure if ipg was malfunctioned. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.